Event description:
The physician was attempting to implant a 3.0 mm diameter x 26 mm in length resolute integrity rapid exchange (rx) coronary stent to treat a heavily calcified lesion. There were no abnormalities noted with the device prior to use. The stent failed to cross the lesion and was removed from the pt. A second attempt was then made to advance the device using a guide liner to provide extra support. This second attempt to cross the lesion was also unsuccessful and the device was removed from the pt. Upon removal it was noted that the distal end of the stent was damaged. The physician commented that the metal tip of the guide liner may have contributed to the stent deformation of the relevant device. The physician also stated that there was no problem with the resolute integrity device. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, the suture did not deploy and the method used to achieve hemostasis was not specified. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot as observed. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs. One of the anterior cuff tabs (approx. 0.01 by 0.01 inches)was broken off and not returned. Also detected was a suture break at the posterior needle. The suture break, posterior cuff miss, and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture during needle plunger retraction; therefore, the reported event of the suture not deploying is confirmed. Because the original plunger was not returned with the device, during testing, the proxy plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the suture break at the posterior needle and posterior cuff miss that subsequently resulted in anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked twice during manufacturing. No manufacturing or quality issues were detected. A review of the device lot history record did not reveal any non-conformities which could have contributed to the reported event.